Manufacturer narrative:
A titan touch pump was received for evaluation. Examination and testing of the returned components revealed surface abrasion on all pump tubing. These were not sites of leakage. No functional abnormalities were noted with any of the returned components. The information received indicated the pump was blocked, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Date of implant: 2018, exact date unknown.

Event description:
According to the available information, the pump was blocked. The device was explanted and replaced.